Event description:
Info received indicates the casters would swivel a little when in brake and after replacing the brake detent.

Manufacturer narrative:
The technician found both the brake and brake steer casters were worn. He replaced the brake and brake/steer casters to repair the bed.